Manufacturer narrative:
Conclusion code grid updated.

Event description:
It was reported the device spontaneously shut down and performed a self test in the middle of patient care. The patient was not harmed. When rebooted, the monitor presented an alert message stating there was an interruption in monitoring that may have been caused by a power interruption.

Manufacturer narrative:
Type of reported complaint updated to product problem. Patient code grids updated. Method code grid updated.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device spontaneously shut down and performed a self test in the middle of patient care. The patient was not harmed. When rebooted, the monitor presented an alert message stating there was an interruption in monitoring that may have been caused by a power interruption. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.